Event description:
Ever since I had my silicone breast implants put in, I have started having more and more problems. I have chronic neck / shoulder / back pain, my skin is sensitive and develops rashes frequently, my skin has developed knots all over, my face has started to show a rash similar to butterfly rash, my hands have shown signs of reynauds, my joints in my hands have pain, and I am more and more fatigued. I have been undergoing allergy lasting and rheumatological testing. No clear diagnosis as of yet. I had my implants in 2 years ago. FDA safety report ID# (B)(4).